Manufacturer narrative:
The customer reported not being able to analyze a pt, as the device kept saying "apply pads" even after the pads were applied. The customer does not allege that the device was a factor in the pt outcome. The customer has subsequently stated that this incident was due to a user error in that the pads were connected backwards. Based on the customer's report, we are considering this issue a user error and not a malfunction.

Event description:
The customer reported not being able to analyze a pt, as the device kept saying "apply pads" even after the pads were applied. The customer does not allege that the device was a factor in the pt outcome.